Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the right ventricular (rv) lead exhibited loss of capture, oversensing that caused pacing inhibition, undersensing, and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.